Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Their pacemaker device was found to be at normal elective replacement indicator depletion, as their right ventricular lead exhibited oversensing noise and was alleged to be fractured. The device was explanted and replaced while the lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.